Event description:
It was reported that when using the bd pyxis¿ es server system was not connecting due to an interface issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that system was not connecting. A technical support specialist (tss) dialed into the server and restarted the critical services, then ran a downtime query where cce showed a disconnected flag. The tss deployed the interface service utility to the cce server, after which messages began crossing successfully, checked back with the customer confirmed everything was working fine. The system functioned as technical support specialist troubleshot the device.